Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. According to the patient's wife, the patient was sweating and stated, they almost fainted. They were not responding so, the patient's wife provided the patient with glucose gel and called 911 at about 10:00pm. When the paramedics arrived, they tested the patient bg and confirmed, that it was low. However, the value was not provided. The patient was transported to the hospital and upon arrival, the patient's bg was 12 mg/dl, while the cgm was 135 mg/dl. At the hospital, they tried calibrating the sensor several times, but it would not show accurate readings. The patient stated, they were provided atorvastatin and citrulline (daily medication and not for this event). And there was no treatment documented provided for hypoglycemia. At the time of the report, the patient was still at the hospital, recovering and been monitored. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.